Event description:
Boston scientific received information that this right ventricular (rv) lead is suspected to have fractured. As a result, the patient's device was programmed to v-tachy mode set to value other than monitor + therapy intentionally until the lead issue can be addressed. It is believed that the device and lead will be changed out by a competitor and therefore, boston scientific might not get full resolution to this event. To date, no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.